Manufacturer narrative:
Product complaint # (B)(4). Complainant device/part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is j&j company representative investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device history lot: part number: 357.399s. Lot number: 8l02251. Part manufacture date: n/a. Manufacturing location: n/a. Part expiration date: n/a. Nonconformance noted: n/a. DHR record review: a review of the device history record could not be performed as the product was not returned and the lot number provided does not match the part number. Device history batch null, device history review a review of the device history record could not be performed as the product was not returned and the lot number provided does not match the part number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the surgery with tfna implants. To insert a blade, the package of the guide wire in question was opened. The guide wire was already bent when the package was opened. No further information is available. This report is for one (1) guidewire ø3.2 l400 this report is 1 of 1 for (B)(4).